Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 05/10/2016, and replaced valve vl53b, resolving the leak and the white blood cells (wbc) recovery issues. The beckman coulter internal identifier for this event is (B)(6).

Event description:
A customer reported an uncontained bloody fluid leak of unknown amount from a coulter lh 750 hematology analyzer while running samples, for which, no white blood cells (wbc) results were recovered. The customer was wearing personal protective equipment (ppe), consisting of gloves, laboratory coat and goggles when the fluid was observed. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.